Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet, resulting in loss of cgm data; the user performed a fingerstick showing 272 mg/dl after being out of range for approximately eight hours, and the agent provided troubleshooting and education, including confirming g7 settings, reentering the pairing codes, manual bg entry, and advising cgm replacement, after which the user successfully paired a new sensor. Symptoms included hyperglycemia and shaking/tremors. Outcomes included no health consequences or impact. Investigation included troubleshooting steps and user education to restore cgm pairing. Investigation of this case revealed a pairing failure limited to the ilet interface with the g7 that was resolved by sensor replacement and correct pairing procedure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity issues between the cgm and the ilet leading to loss of cgm data until successful re-pairing.